Event description:
A patient had surgery about 2 - 2 1/2 years ago (see "date of event") "right bunionectomy' by a podiatrist. The patient reported that the surgeon cut the head of this implant screw off/grounded it off and implanted it. The patient reported that right after the surgery, he suffered pain and after that the screw broke and actually dislodged between the 3rd and 4th toe. It ended up throwing pieces and he had pumonary embolus in both lungs and a dvt to the leg. He also reported that when this first started, he went to his regular doctor who gave him glucocortical steroids for treatment and this medication somehow reacted with the implant. Patient reported that his current status: active with physical therapy regime, right foot does fatigue when standing for 20 mins or so. Patient is able to walk on this foot/leg. He did report that the lateral bone is shortened. All information in the surgical notes from his patient chart.

Manufacturer narrative:
Instructions for use sent to the patient per his request. Also literature will be reviewed if similar cases have occurred in the past with smart screw. The implant will not be returned to us, so evaluation or conclusions can not be made based on that.